Event description:
It was reported that the temperature display screen on front panel was damaged. Patient involvement unknown.

Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
One device was received. Per visual inspection, nicks out of the paint on the enclosure in multiple places, water tank was scratched on the top, strain relief for line cord wasn't secured to the enclosure, there was a hole in the global display label that lines up with where the liquid crystal display (lcd) was broken, quick connect was corroded. The visual inspection observed the global display label and lcd were both damaged. The complaint was confirmed, no further device analysis was performed. The root cause was a broken lcd display from physical impact. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Replaced global display label and printed circuit board (pcb), quick connect. Performed preventative maintenance (pm) and calibrated. The device passed all functional and delivery tests.